Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was seen from the manufacturer representative. It was reported that the patient was scheduled for surgery on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a MRI in (B)(6) of 2016. The patient reported that they were aware that the stimulator was compatible with 1.5t mris, but not with 3t MRI. The patient was told at the time that the MRI was a 3t MRI. The patient reported that the ins has not worked since that MRI and noted that they had not charged their ins in 2 years. The manufacturer representative was unable to interrogate the ins with the clinician programmer on the date of the call. The patient was scheduled for an appointment on (B)(6) 2018 to meet with a manufacturer representative to have a physician mode recharge performed. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was referred to an orthopedic surgeon for a battery replacement due to the battery's inability to hold a significant charge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-apr-19 from the manufacturer representative reporting that at an asked but unknown date a few years ago the patient had their first overdischarge. A representative brought the ins out of the first overdischarge. In (B)(6), 2018 the patient realized that they could not communicate with their scs system. The patient had been in their second overdischarge for 9 months to 1 year. The second overdischarge was recovered by a manufacturer representative in (B)(4), 2018. The patient was seen in the clinic on the day of the report and had reported that the ins only lasted 4-6 hours from full to discharged. The charging frequency was often and the ins was not holding a charge. The patient had charged it multiple times since overdischarge recovery. No further complications were reported.